Event description:
The surgeon was placing a gastrostomy tube. The first three gastrostomy tubes that he used had the balloon burst when he inflated them with only 7-8 ml of water. He placed a fourth g-tube successfully. Lot numbers for the first three devices: lot #: aa5329d19; expiration: 11/2018; lot #: aa5229d17; expiration: 08/2018; lot #: aa5266d04; expiration: 09/2018.